Manufacturer narrative:
The investigation is in process. When the investigation is complete, a supplemental MDR will be submitted accordingly.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2022 due to their cemented segmental stem loosening. The patient's 11x120mm cemented segmental stem was revised to a 13x120mm cemented segmental stem. The surgeon additionally revised the biogrip ha collar and modular collar locking ring. There were no reported issues with the biogrip ha collar or modular collar locking ring. No additional information regarding this event has been reported.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2022 due to their cemented segmental stem loosening. The patient's 11x120mm cemented segmental stem was revised to a 13x120mm cemented segmental stem. The surgeon additionally revised the biogrip ha collar and modular collar locking ring. There were no reported issues with the biogrip ha collar or modular collar locking ring. No additional information regarding this event has been reported.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the segmental stem loosening could not be determined. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that would have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: h3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 3331: analysis of production records. H6: type of investigation code updated to 4111: communication/interviews. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4114: device not returned. H6: type of investigation code updated to 4117: device not accessible for testing. H6: type of investigation code updated to 4109: historical data analysis. H6: investigation findings code updated to 213: no device problem found. H6: investigation conclusions code updated to 4315: cause not established.